Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the unit was received pressurized. The drape switch receptacle pins were damaged. A functional evaluation found that the drape switch was inoperable. The complaint was confirmed. Factors that could have contributed to the reported event include a misalignment of the drape switch plug and the drape switch receptacle.

Event description:
It was reported that the switch drape prongs are broken. When it is plugged in the switch drape the arm does not move. It is unknown if a delay happened, when the issue was discovered and if a backup device was available. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.